Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut during a vitrectomy procedure of the left eye. Aspiration was working. The product was replaced and the procedure was completed. There was no patient harm. This is one of two reports received from this facility.

Manufacturer narrative:
Additional information provided. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints for the reported issue. The returned sample was visually inspected and found nonconforming. There was red foreign matter on the port and needle and the cutter was stuck in the port. Functional testing could not be performed as the cutter remained stuck in the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. There was no presence of adhesive on the inner cutter when held under uv lighting. The complaint evaluation confirms the inner cutter of the probe was not functioning properly. The root cause for this issue was due to the separation of components within the probe. It appears that during surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. The most likely roost cause of the foreign matter observed during evaluation is from use during surgery. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Due to the number of related complaints, a second investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).